Manufacturer narrative:
The na electrode lot number was 31250747 with an expiration date of 10-oct-2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested for sodium (na) on a roche 9180 electrolyte analyzer when compared to a different facility. Discrepant results for 1 patient sample were provided. Sample 1: initial result: 120 mmol/l. Per the customer's guidelines, the customer repeated the sample as it was considered critical low. 1st repeat result: 120 mmol/l. 2nd repeat result: 119 mmol/l (tested from a 2nd tube). During the evaluation process of a new qc, the customer suspected a fault. The customer then randomly picked up 5 patients' samples, including sample 1, and sent them to a different facility to be repeated. 3rd repeat result of sample 1: 141 mmol/l (tested on a cobas pro at a different facility). The repeat results tested at the different facility were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The data was requested but not provided. The investigation was concluded prematurely due to the inability to obtain the necessary information. The investigation did not identify a product problem. The cause of the event could not be determined.